Event description:
The manufacturer received information alleging that the patient was admitted to the hospital due to pneumonitis and chronic respiratory failure with hypoxia on (B)(6) 2023. After being treated, the patient was discharged with an everflo oxygen concentrator on (B)(6) 2023. However, the city cut the power to the patient's apartment, and the patient ultimately died on (B)(6) 2023. The claim against philips alleges negligent design, citing a lack of a backup battery. There are no claims of device malfunction. It is important to note, according to the everflo user manual, that the intended use of the everflo and everflo q oxygen concentrators is to provide supplemental oxygen to individuals requiring oxygen therapy. These devices are not designed to be life-supporting or life-sustaining. Additionally, the manual states that if a healthcare professional determines that an interruption in the oxygen supply could lead to serious consequences for the user, an alternate source of oxygen should be readily available. It also advises that the power quality should meet typical home or hospital standards, and if continuous operation during power interruptions is necessary, it is recommended to use an uninterruptible power supply or a battery. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The device UDI, serial number, and 510k were not provided.